Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 389 mg/dl and it was addressed with manual injections. A system check with tandem&#38112;technical support indicated that the site should be changed. The customer indicated that the infusion set would be changed.